Event description:
Reporter alleged that he obtained a result of 19.0 mmol/l on the mobile system and took 14 units of novorapid insulin based on that result. Reporter stated that one hour later, he had hypoglycemic symptoms and contacted his nurse. Reporter stated the nurse tested him with a result of 25.4 mmol/l on the mobile system and a result of 5.2 mmol/l on her meter within 10 minutes. Reporter stated that within 15-20 minutes after he became hypoglycemic, she was treating him a glucose liquid and or maltose. Reporter stated that 30 minutes after that, he obtained a result of 25.4 mmol/l on the mobile system while her meter produced a result of 5.5 mmol/l within 10 minutes. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6).